Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The issue caused the customer's blood glucose level to display as "high," though the specific value was unknown. The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi). Reportedly, the customer continued to use the pump for insulin therapy.